Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below-the-knee vessel. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the fifth inflation at 5 atmospheres for 10 seconds, the balloon ruptured. There were no patient complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).